Event description:
It was reported that, "visible from the outside, the plastic and box was in good condition. After taking the blister package out of the box, the outside blister was exposed to the inner blister. The sales rep's concern was that sterility could be compromised, so he decided to use another implant."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.